Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited myopotential noise oversensing on the right ventricular (rv) lead. As a result, inappropriate anti-tachycardia pacing (atp) was provided. In addition, tachy therapy was turned off. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5 and h6, device codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited myopotential noise oversensing on the right ventricular (rv) lead. As a result, inappropriate anti-tachycardia pacing (atp) was provided. In addition, tachy therapy was turned off. No additional adverse patient effects were reported. This device remains in service. Additional information indicated that this device was explanted and successfully replaced. No adverse patient effects were reported. At this time, this device has not been returned to boston scientific.